Event description:
My philips respironic bipap pro biflex system 1, serial number (B)(4), has been recalled and my pulmonologist was supposed to order a new machine and it either never got ordered or never was delivered. It is now starting to produce a smell in my mask in the mornings. The machine is also not effective because I am tired constantly due to not getting any rest at night. I desperately need a new machine! Please assist me in getting a new bipap machine. FDA safety report ID #:(B)(4).